Manufacturer narrative:
Concomitant medical products: product ID: a810, product type: software. Other relevant device(s) are: product ID: a810. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient receiving intrathecal baclofen 1000 mcg/ml at 1,481.1 mcg/day via an implantable pump for cerebral palsy. It was reported that the patient¿s last pump replacement occurred on (B)(6) 2018. Additionally, notes from the attached logs stated 3.5cm were removed on (B)(6) 2018. The patient had a refill and dose adjustment on (B)(6) 2018; her daily dose was increased from 339.8 mcg/day to 359.8 mcg/day. The patient was refilled (again) on (B)(6) 2019 with a concentration of 1000 mcg/ml at 359.8 mcg/day (low reservoir alarm date (B)(6) 2019). It was alleged that there was a ¿wrong elective replacement indicator (eri) on the report¿. Logs from (B)(6) 2019 showed the estimated replacement date was ¿february 2025 ( <72 months)¿, and logs from (B)(6) 2019 showed the estimated replacement date was ¿january 2027 (<94 months)¿. No parameter changes or adjustments were made between (B)(6) 2019 and (B)(6) 2019 (to the best of the account and manufacturer representative¿s knowledge), and the patient¿s next refill/visit was scheduled for (B)(6) 2019. No pump replacement was performed. No further complications were reported. Review of the session logs indicated the event was due to pump memory error.